Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported system failure and acu watchdog failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the top case chipped. The bottom case was damaged. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated at power up. The interconnect board was replaced as corrective action, this cleared up the problem. For preventative measure, the speaker was replaced and preventative maintenance performed along with all functional testing. The root cause of the reported problem was unknown. The speaker and interconnect board were carefully inspected and no physical or any other damaged was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information was received and attached on 1 september 2022: event occurred during pre-test. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.